Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump and was able to continue using it as the malfunction did not recur. The customer was advised to contact support again if the problem arose in the future.